Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an external neurostimulator (ens). Caller reported patient started the trial on the 29th and is not feeling any stim sensation since last night. They increased amplitude from 2.6 to 6.2 and he is still feeling nothing. They also changed the ens batteries. Patient has had no falls/traumas. Ps asked if the patient is getting therapeutic effect and it was not clear. Patient services asked what symptoms patient has the trial for and it wasn't clear but sounded as though he may have incontinence, frequency, and retention but caller could not confirm. Patient stated that he is "still going to the bathroom" but it wasn't clear what he meant by this. The patient to discuss loss of stim sensation even at higher amplitude. No further patient complications are anticipated or expected as a result of this event. Information was received from a healthcare provider (hcp). It was reported that the cause was that the lead had moved form the original placed position. They tried to adjust stimulation and to secure the lead. No further patient complications are anticipated or expected as a result of this event.